Manufacturer narrative:
The lens was not available for evaluation; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Event description:
The lens remains implanted in the patient. Date for lens exchange has not yet been determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens implanted in the right eye of the patient approximately 13 years ago will be exchanged due to cloudiness (brownish discoloration) within the lens. Reportedly, the patient experienced a sudden decrease in vision 2 weeks prior to their most recent visit. A yag was performed at unknown date. Additional information has been requested.

Event description:
Reportedly, the lens was explanted at the end of (B)(6) 2018 (exact date not provided). Additional information was requested, but has not been received.